Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a cable break and there was no image for a short time. The issue occurred during an unspecified procedure and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was observed the front panel had failed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the led lighting failure was caused by a faulty front panel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cable break and there was no image for a short time. The issue occurred during an unspecified procedure and was completed using the same set of equipment. There were no reports of patient harm.